Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the dislocation. In addition, the investigation found cuts in the outer insulation (20 cm distal of the is-1 connector pin), which are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that this atrial lead dislodged approx. 5 days after implantation. The lead was explanted and replaced.